Event description:
A vague report of no flow of solution associated with the use of a flo-gard volumetric infusion pump was rec'd. Reportedly, pump #1 of a flo-gard was set up to infuse an unknown amount of tpn solution at a rate of 75ml/hr on 08/04/99 at 2100 hrs. On 08/05/1999 at 1544 hrs, the device was found to be running, but not infusing and the tpn bag was still full. No add'l info available to the rptr, there was no pt injury associated with this incident.